Event description:
Event description cpi received information that this bipolar endocardial positive fixation lead (0015) had dislodged, there was atrial undersensing, and increased atrial threshold. The automatic implantable cardioverter defibrillator (ICD) was programmed to vdd mode. The lead remains implanted.